Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 24 mm amplatzer septal occluder was chosen for implant using 10f amplatzer trevisio intravascular delivery system to treat atrial septal defect (asd). During the procedure, it was noted that the occluder was conformed to cobra shape. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. Contacts occurred with intracardiac tissue during the occluder deployment. There was no angulation or kink noted in the delivery system. The procedure was completed using a new 24 mm amplatzer septal occluder (lot#: 10712372) using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.